Event description:
Information received indicates the foot casters continue to swivel when in brake.

Manufacturer narrative:
The technician replaced the broken foot end casters to repair the stretcher.